Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The product was not returned, per the results of the clinical evaluation: the root cause of the low pump flow was most likely a kinked cannula due to the interaction with the patient's tortuous vasculature during delivery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, flows were low due to the pump kinking after a complicated insertion. The patient continued on support until the device was successfully weaned.